Event description:
Customer reported that the therapy pads of their anodyne system were getting too warm. We requested they return the system for evaluation, and the 555 timer was found to be defective. There was no adverse event reported.

Manufacturer narrative:
The system involved in this complaint was returned for evaluation and an ic timer failure was detected. No adverse event was reported, however, this type of malfunction could potentially cause an adverse event. The number of incidents of this type remain within the expected rate for this product based upon the number of incidents reported and the number of units in distribution. Company continues to monitor and trend events of this type.